Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 5.8cm to 6.0cm and 11.5cm to 11.6cm from the connector pin. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.